Event description:
Issues were reported with the cartridges not sitting properly, as there was no clicking sound when snapping down, which led to hesitance in checking the stuck o-ring due to it working temporarily. There was no adverse impact to the customer¿s blood glucose level. Customer will follow up as needed with tandem technical support.